Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that one patient underwent an acdf using rhbmp-2/acs and an anterior stabilizing plate, and developed post-op cervical swelling. The increase in the soft-tissue space anterior to the vertebra associated with difficulty in swallowing led to reoperation during the first postoperative week. A wound infection was suspected and the patient was reexplored. However, there was no evidence of infection at surgery. Edematous tissue was seen, cultures of which were reported sterile. In-hospital monitoring led to an improvement in the patient's symptoms.